Event description:
A missing or incorrect data in memory issue was reported with the adc device. A healthcare professional reported that after the sensor replacement, they have been getting ¿cut-off graphs¿ from the sensor. The customer became hypoglycemic and was not able to ¿think clearly¿ and their neighbor called the ambulance. The customer was provided sugary juice for the diagnosis of hypoglycemia and then was brought to the hospital but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing or incorrect data in memory issue was reported with the adc device. A healthcare professional reported that after the sensor replacement, they have been getting ¿cut-off graphs¿ from the sensor. The customer became hypoglycemic and was not able to ¿think clearly¿ and their neighbor called the ambulance. The customer was provided sugary juice for the diagnosis of hypoglycemia and then was brought to the hospital but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.